Manufacturer narrative:
Investigation: an unused set was returned for investigation. The set was visually inspected for kinks, occlusions, missing parts, mis-assembly and leaks which may have contributed to the pressure test alarm, none were found. The set was loaded onto the trima machine in the lab with the clamps in the position as received by the customer (white pinch clamp on the sample bag line closed). The trima machine alarmed, "pressure test error". It was noted that the sample bag was full of air. Closer inspection of the clamping on the inlet coil showed that the white pinch clamp going to the sample bag was not fully occluding the tubing as the tube was off-center within the clamp. The clamp was opened, the air from the sample bag was released, and the clamp was re-closed. The pressure test was restarted and the set passed the pressure test and made it to the next process stage. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the collection set was failing the pressure test during set up. The customer returned the set for evaluation. Upon evaluation, it was noted that the clamp was not fully occluding the tubing, allowing air into the sample bag, which has the potential to be returned to the donor. There was no donor connected at the time of the pressure test alarms. Patient (donor) information is not available at this time.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Root cause: review of the returned set suggests that the white clamp did not fully occlude the tubing line. The signals in the run data file indicate that the disposable test took longer than expected during the disposable test substates and the trima accel system operated as intended by displaying a pressure test error alert. While this does not indicate a conclusive cause for air in the sample pouch or return line, the system running the pumps longer in order to achieve the specific criteria can indicate that the tubing set may not have been clamped or loaded correctly.

Event description:
No donor was connected at the time of the event. No patient (donor) information is reasonably known.